Event description:
During insertion of the enterprise system, resistance was experienced when advancing the stent into the microcatheter (prowler select plus, lot 13469837), after a few tries of advancing against the resistance, the whole system was removed, and proceeded to use another new 28mm stent. The 2nd stent went in without event to be deployed with the use of the same prowler select plus. The case was deemed as a success, and patient was sent off to (B)(6) after the procedure. The incident of the stent had not affected the outcome of the case. After the case, the stent system was inspected at which time it was successfully advanced into the microcatheter, but the distal end struts were distorted and damaged.

Manufacturer narrative:
The target site was distal (ica) internal carotid dissection, of about 20mm in length. The patient was admitted to the hospital with signs of infarct on the left (mca) middle cerebral area. The decision was made to open the narrowing caused by dissection with the enterprise vrd, and ascertained to use the 28mm stent. Also, the decision was made to carry on the procedure without (ga) general anesthesia, since that would cause further complications to the acute situation with the mca infarct. The enterprise was prepped the stent as per the usual, not noted that it was all done with a need for speed as it was an emergency with this case. With the patient being awake, there was also much distraction. Note: lake regions lot number 01408495 is cordis lot number 03471311. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01408495. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.